Event description:
Severe reaction to hydrelle dermal facial filler. I had injections my mouth and facial lobes of hydrelle dermal filler on (B)(6). Within a three to 4 days, a bump formed by the right side of my nose the size of small cyst and a burning tenderness ran up to underneath my right eye. It did not go away and continued to slowly grow. I called the doctor's office on (B)(6) and explained but they said it should be ok. I called in a few days and made an appointment to go in (B)(6) because it was still painful. The doctor looked at it and said it should be ok but take som benadryl and then if I had any further problems call him. By (B)(6) evening, my face began to swell quickly as the lump increased in size and swelling began around my eye. I called the doctor and he immediately called in an antibiotic prescription. I was up all night as it got worse. On (B)(6), the doctor told me to go to emergency and he met me there. He had me get a cat scan and they found an abcess. He then took me to his office to perform an aspiration. Some fluid came out but not much. He changed my antibiotics to keflex & bactrim which I have been on for the last 7 days. With hot packs the abcess opened and drained a lot of pus but the hard long lump up to my eye still is remaining on my face. Dose or amount: 1 syringe. Frequency: once. Dates of use: (B)(6)2010. Diagnosis or reason for use: fill in creases around mouth and folds on face. Event abated after use: no.